Event description:
It was reported a patient alert occurred as the right atrial impedance has high impedance and the ohms have steady risen since implant. It was further reported that the right atrial capture threshold is chronically high but stable. Additional information reported the r wave sensing is highly variable. It was also reported that changing from true bipolar to integrated bipolar sensing causes double counted r waves. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 lead, implanted: (B)(6) 2011; 6935-58 lead, implanted: (B)(6) 2011. (B)(4).